Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit failed air and oxygen (o2) flow accuracy. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 18apr2019. Date of report: 06aug2019. There was no on-site evaluation by the manufacturer this event was resolved in-house by the customer. The customer reported that the replacement of the air/oxygen flow sensor assembly corrected this reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.